Event description:
It was indicated that, more than three years earlier, the patient had gone through withdrawal when there was a kink in the catheter. The device system was being used for intrathecal baclofen therapy. There were no known interventions performed and no outcome was reported. Further follow-up was being requested to ascertain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l57665, implanted: (B)(6) 1999, product type: catheter. (B)(4).